Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customer's allegation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the evis exera iii video system centers image was not good. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image was stuck due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.